Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-28, serial/lot #: (B)(4), ubd: 23-dec-2019, UDI#: (B)(4), implanted: (B)(6) 2018. Product ID: 3387-28, serial/lot #: (B)(4), ubd: 22-dec-2019, UDI#: (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had one of their leads fractured. The patient was directed to follow up with their healthcare provider (hcp). The issue was not considered resolved.